Manufacturer narrative:
Complete event site name: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted because the balloon membrane had become unfurled. A new iab was inserted without issue. There was no patient harm or adverse event reported.

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted because the balloon membrane had become unfurled. A new iab was inserted without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.